Event description:
Device 2 of 2. Reference MFR report# 3006705815-2019-00578. Additional information received the patient did not experience any side effects.

Event description:
Device 2 of 2: reference MFR report# 3006705815-2019-00578.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 reference MFR report# 3006705815-2019-00578. It was reported a cerebrospinal fluid (csf) occurred on (B)(6) 2019 while the physician was placing a lead. A blood patch was performed. There is no additional information at this time.